Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a blank display. Customer reported the device was not damaged, dropped, or exposed to moisture. Customer uses recommended battery. Customer stated the battery cap, battery compartment, or spring were not damaged or corroded. Inserted new battery and display was ok. The device passed self test. Replacement cap was sent to customer. Customer did not know blood glucose level. Customer was advised to monitor the device. No further information reported.